Event description:
It was reported that during a hand assisted laparoscopic sigmoid colectomy procedure, the device appeared to function correctly but post-operatively a leak at the anastomotic site was found. A re-operation was necessary to oversew the anastomotic site.